Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, after the ercp was performed with this device, when the guidewire was removed, the hydratome was unintentionally removed as well since the guidewire seemed 'stuck' in the tome. When the device was inspected after removal, the distal tip of the tome appeared 'spliced'. The procedure was completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
(B)(4) for the event: catheter torn. Visual evaluation of the returned device found that the exposed cutting wire was kinked, the working length was twisted, and the rx channel was torn open with irregular shape and rough surface from the brown paint marker to the tip. The exposed cutting wire length was measured and found to be within specification. The torn section of the rx channel was measured and found to be 60 mm; this indicates that the rx channel closed length met specification prior to being torn. Functional evaluation was performed by introducing a sample 0.035 in guidewire by the guidewire introducer; it was found that this guidewire could be advanced through the c-channel without issues. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since procedural or anatomical factors could have caused the failures found/reported. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.